Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately shocked the patient. The patient condition was unknown.